Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation. The patient's medical records were received and reviewed. Clinical review of the patient's medical records information concluded that there was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. Additionally there has been no allegation of malfunction against the liberty cycler. The cycler was refurbished as the return date of the device was prior to the aware date.

Event description:
A peritoneal dialysis (pd) patient's clinic reported that the patient had experienced peritonitis. The patient had been admitted to the hospital on (B)(6) 2016 with the diagnosis of peritonitis. Review of the patient¿s medical records information concluded that the physical finding during the hospital admission included: patient appears chronically ill, ecchymosis, right upper extremity infiltration, abnormal gait, facial droop and weakness, and the remainder of the physical exam was unremarkable. Medical records reveal that, prior to the hospital admission, the patient was being treated for peritonitis with the antibiotics ceftazidime 1000mg and gentamicin sulfate 40mg daily via home administration beginning on (B)(6) 2016 and continuing up to the time of admission. The patient also received a dose of promethazine hcl 25mg on (B)(6) 2016. The patient was discharge on (B)(6) 2016 to home ¿ and condition at discharge was listed as fair; prognosis: fair; vital signs on discharge: blood pressure 101/56, pulse 97, respirations 18, patient listed as alert and oriented times three. According to the pd nurse the patients¿ pd catheter was removed during the hospitalization and the patient was transitioned to hemodialysis (hd) on (B)(6) 2016. Other details of hospitalization are unknown.

Manufacturer narrative:
A full return product investigation was not performed as the cycler was returned and refurbished prior to the aware date of the event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event. The patient's medical records were received and reviewed. Clinical review of the patient's medical records information concluded that there was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. Additionally there has been no allegation of malfunction against the liberty cycler.